Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 37702, serial #(B)(4), showed normal end-of-life (eol) status with normal battery depletion.

Manufacturer narrative:
Product ID: 3550-29, lot# n310192, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 550-39, lot# n329799, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be sent when analysis results are available.

Event description:
It was reported that the patient was unable to adjust stimulation. There was a ¿call your doctor¿ icon displayed. There was an elective replacement indicator (eri). It was noted that the eri message was noticed on the patient programmer a couple of days prior to this report. It was noted that the patient was told that the implantable neurostimulator (ins) would last longer than it had. Additional information received reported that the cause of the event was battery depletion. It was noted that there was a replacement of the ins done on (B)(6) 2013. No hospitalization was required. Patient recovered without sequelae.

Event description:
Additional information received reported that battery depletion was normal. It was noted that there was no patient death and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.